Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system eval. Analysis of the system by the fse indicates that there are no system issues contributing to the discordant immulite 2500 ck-mb results. The instrument is performing within specs.

Event description:
Discordant immulite 2500 ck-mb assay results were obtained on two pt samples. Pt sample initial result was discordant when repeat testing was performed. The sample was retested on another immulite 2500 system. The discordant pt results were not reported to the physicians. There was no known report of pt treatment being altered or adverse health consequences due to the discordant immulite 2500 ck-mb assay test results.

Event description:
Discordant immulite 2500 ck-mb assay results were obtained on two pt samples. Pt sample was discordant low when repeat testing was performed. The sample was retested and the repeat ck-mb test result correlated with the initial result. There was no known report of pt treatment being altered or adverse health consequences due to the discordant immulite 2500 ck-mb assay test results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system eval. Analysis of the system by the fse indicates that there are no system issues contributing to the discordant immulite 2500 ck-mb results. The instrument is performing within specs.